Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On (B)(6) 2016 - it was reported by the sales representative that a facility has had issues with a broviac 4.2 fr catheter splitting right below the clamp. There have been no patient issues as a result. On 5/20/16 - additional information received from sale representative, facility state that the broviac had a break in the silicone tubing just beneath the rigid plastic end connection. The tip that inserted into the silicone had punctured through the thick silicone wall just after placement. A bard repair device was used. The repair of the broviac and vancomycin lock installed into the damaged lumen. Patient was exposed to possible pathogens (mold spores, bacteria, normal flora pathogens) but no injury reported.